Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with an elevated blood glucose (bg) level and high ketones. Bg value not provided and cause was not known. Customer had attempted to address the elevated bg with a correction bolus via pump. Ketone level identified as life threatening by healthcare provider. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.